Event description:
It was reported that the patient had received a vibratory notification due to the low battery. Upon interrogation, the device was found in back up mode. The device was explanted and replaced.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. A longevity calculation was performed and was found to be within the expected limits. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.